Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. With respect to the returned unit, it passed all specific functional testing requirements, except for the lock having rotational movement when unit was not under pressure, however, this would not have caused a slippage. When unit was properly positioned and put under pressure unit, it would not have slipped. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
Service and repair of the a1059 mayfield modified skull clamp found the unit had a slip twice in one day.